Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had been experiencing elevated blood glucose levels despite having recently changed their supplies and announcing a meal. The patient¿s blood glucose continued to rise, reaching a high of 396 mg/dl over approximately four hours. The agent confirmed that the system appeared to be functioning correctly and instructed the patient to check for a bent cannula. Upon removal, the cannula was found to be straight. The patient inserted a new infusion site, reconnected the prefilled tubing, and completed the fill cannula step. Because the patient had recently eaten, they also announced their meal. The patient observed the insulin units decreasing, indicating that insulin delivery was occurring. The patient confirmed that blood glucose levels were affected but did not use back-up therapy or perform ketone testing. No steroid use, professional medical intervention, additional assistance, or immediate health effects were reported. Follow-up communication indicated that the patient¿s blood glucose levels decreased to 230 mg/dl and continued trending downward. A later check confirmed that the patient had returned to a healthy range, reporting a blood glucose level of 149 mg/dl. No further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.